Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the radial artery. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified right coronary artery (rca). This 3.00x12mm nc quantum apex balloon catheter was selected for pre-dilation and advanced to the lesion without resistance. Once to the lesion, the balloon ruptured on the first inflation at 18atms. The device was removed from the patient intact. The procedure was completed with another nc quantum balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with contrast in the balloon and inflation lumen. An inflation device was filled with water and used to inflate the device to rated burst pressure. The catheter maintained constant pressure with no indication of any leaks or other anomalies. The reported balloon rupture was not confirmed. Microscopic inspection of the balloon material and the remainder of the device revealed no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the radial artery. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified right coronary artery (rca). This 3.00x12mm nc quantum apex balloon catheter was selected for pre-dilation and advanced to the lesion without resistance. Once to the lesion, the balloon ruptured on the first inflation at 18atms. The device was removed from the patient intact. The procedure was completed with another nc quantum balloon catheter. No patient complications were reported and the patient's status is good.